Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on 01/30/2025, that on approximately (B)(6) 2025, the patient experienced a skin reaction. On (B)(6) 2025, the patient prepped the insertion area with alcohol and inserted the wearable on the right arm. According to the patient, the skin reaction consists of an infection that developed redness and inflammation at the needle puncture site. Upon receiving the skin reaction, the patient decided to remove the sensor. The same day, the patient consulted a physician who prescribed a course of unspecified oral antibiotic medication. No photo was provided. At the time of report the reaction site had already healed. No additional event or patient information is available.